Manufacturer narrative:
The field service representative determined there was an overflow of cell blank nozzle 1 and adjusted the cell blank level. He also ran qc to verify the analyzer performance.

Event description:
The user experienced low sodium results for 6 pt samples over several days. The user stated there were 4 samples on (B) (6) 2009 that were reported out and she had to send amended results. No pts were treated based on the results. There were 2 samples on (B) (6) 2009, but she has been "keeping an eye on the issue" and so the results were not reported out. The user could not provide any specific pt data, but did provide one example of the erroneous results. The initial results were 132 and 131 mmol per l and when retested on the integra 400, the results were around 135 and 138 mmol per l.